Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue with the master tool manipulator (mtm) arm was confirmed during field evaluation. Review of the site¿s system logs confirmed error code 23008 pointing to a suspect mtm. Investigation indicated a defective mtm arm on one of the surgeon console (ssc). Replacement of this part resolved the issue. Following this, the system was further tested, operated without issue and verified as ready for use. Isi has received the mtm arm for failure analysis, however at this time, evaluation is not yet complete. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. No images or video were submitted for review. Verification via system confirms the occurrence of the error fault for a procedure on the reported event date of (B)(6) 2022 using a dual surgeon console setup matching the documented event details. The logs were reviewed/analyzed as part of the isi fse's investigation. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, a persistent issue one of the ssc was experienced. The suspect ssc was disabled to clear the error fault and complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, the system displayed recoverable error code 23008. The customer received phone assistance from the technical support engineer (tse). Upon verification, tse confirmed no issue upon initialization and the error message was observed when using the master tool manipulator (mtm) arm on one of the ssc. Further troubleshooting was suggested. However; the user elected to clear the error message by disabling the suspect ssc. Following this, the user recovered the error fault on the vision side cart (vsc) touchscreen and this resolved the issue. The user continued with the da vinci-assisted surgical procedure using one ssc with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without error.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The reported error fault was confirmed through review of the system logs. During failure analysis, the mtm was inspected, tested and operated without issue. As a preventive measure, the mtm was recalibrated. Following this, the mtm was subjected to further testing and was restored to full specification.

Event description:
Refer to h10/h11 for follow-up information.